Manufacturer narrative:
The suspect product is the aviva test strips.

Event description:
Rptr alleged discrepant blood glucose results on the aviva system compared to the nurse meter, when the comparisons were performed 10 minutes apart. Customer stated the test results were 280 mg/dl versus 110 mg/dl, 285 mg/dl versus 117 mg/dl, and 235 mg/dl versus 95 mg/dl all performed on different days with the first result in each scenario being the aviva system meter value. The location of the comparisons was not provided. Customer indicated the system meter had been reading higher results for 3 weeks, however, she experienced no high or low glucose symptoms at the time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter with an aviva test strip lot of 300174 and an expiration date of 06-30-2007.